Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" and ¿ventilator inoperative¿ codes were found in the ventilator's downloaded error log. The device's machine flow sensor and system board to machine flow cable were replaced to address the issues.

Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Manufacturer narrative:
In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.